Manufacturer narrative:
H10: additional narratives. Updated h6 per new information received.

Event description:
Through review of medical article 'transcatheter aortic valve replacement using the sapien 3 valve versus surgical aortic valve replacement using the rapid deployment intuity valve: midterm outcomes', the following events were identified as pertaining to edwards intuity valves model 8300a: it was reported that 12 new permanent pacemakers were implanted within 30 days from the avr procedure. The valves were initially implant in partial j-sternotomy.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.